Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure that the monopolar curved scissors instrument was found to be dull. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2024: there was no thermal damage nor arcing observed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) tip cover accessory was analyzed and it exhibited localized melting, which is indicative of arcing. The arcing measures 20.2mm from the proximal end where the instrument was inserted from. The mcs tip cover was not installed on the returned mcs instrument. The mcs instrument was also returned and evaluated. The reported issue of "blunt scissors" was replicated and confirmed. The instrument was placed on an in-house system, and cut test was performed. The scissors did not cut cleanly through 0.15mm latex test material. The latex got snagged at the scissor tips. The scissor blades were tinged and showed signs of usage. The blade edges were not damaged. While no damage to the blades was observed, the instrument failed a cut test during functional testing and/or the log review confirmed a failed cut. The mcs instrument requires the use of a tip cover to prevent energy from discharging anywhere but at the instrument¿s tip. The complaint was confirmed by failure analysis.